Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.

Event description:
It was reported that during explant, the proximal electrode of the insertable cardiac monitor snapped off while removing the device from the patient. The patient was in stable condition throughout.